Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent for the port placement procedure. And the port-a-cath placement which was currently not functioning and was scheduled for revision/repair on three days after the patient discharge. On the same date, chest x ray showed right sided port-a-cath in good position. Three days after the procedure the port injection was performed. Port cath was flushing but there was no blood return. And the next day of injection port cath exchange was performed. Ultrasound guided micro puncture access to the right common femoral vein a guidewire was advanced into the superior vena cava. By the micropuncture sheath was exchanged to vascular sheath and a catheter was advanced to the superior vena cava. Superior venacavogram was performed. The port was then freed from the chest wall using blunt dissection. The entire port catheter assembly was removed under fluoroscopic guidance. Next placement of a new port catheter under ultrasound and fluoroscopic guidance was performed to the right internal jugular vein. With a help of 0.35 guidewire a new port was placed in the port pocket and tunneled to the new internal jugular vein access site. The patient tolerated the procedure well. Forty days later, apparent filling defect within a subsegmental branch of the left lower lobe. A small pulmonary embolus cannot be completely excluded. After nineteen days later, port check was performed. Intact port and catheter with the tip in the region of the superior vena cava found the fibrin sheath at catheter tip will preclude blood draws but may be used for infusion. After fifteen days a transverse incision was made and the port catheter and chamber were removed by blunt dissection. Next placement of new port was performed. After ultrasound interrogation and local anesthesia of the right neck region, real-time ultrasound guidance was utilized to access the patient's right internal jugular vein. A subcutaneous pocket was formed along the right upper chest by making a transverse incision long enough to accommodate the port reservoir and forming the pocket caudal to the incision by blunt dissection. The catheter was advanced through a tunnel to the venotomy site and introduced into the central venous system via the peel-away sheath. The reservoir was inserted into the pocket and secured with sutures. The patient tolerated the procedure well with no evidence of immediate complications. Two days later, xr chest revealed right sided port appreciated with associated catheter terminating at superior vena cava right atrial junction. Approximately two months and twenty days after there was a right chest port-a-cath in place. The insertion site was not inflamed and the patient was receiving IV fluid through this port-a-cath. One year forty-five days later, radiologic findings revealed right lower lobe and left upper lobe pulmonary emboli. Left upper lobe pulmonary embolus appears chronic. Right lower lobe pulmonary emboli could be acute, subacute or chronic. Approximately eight months later, chest x ray showed right subclavian port-a-cath was unchanged in position. Therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced thrombosis and infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two days post a port placement via the right internal jugular vein, the patient allegedly developed with blood clots and infection. It was further reported that the patient was allegedly diagnosed with right lower lobe and left upper lobe pulmonary embolism. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that two days post a port placement via the right internal jugular vein, the patient allegedly developed with blood clots and infection. It was further reported that the patient was allegedly diagnosed with right lower lobe and left upper lobe pulmonary embolism. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (expiration date: 11/2016). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.